Manufacturer narrative:
H.6. Type of investigation - code updated to code b01 as a result of the completion of device evaluation. H.6. Type of investigation code b21 updated to code b14 with completion of phr review h.6. Investigation findings: code c21 updated to code c19 h.6. Investigation conclusions: code d16 updated to code d15. The evaluation of the returned device showed the following: o the leading end of the catheter (polyimide guidewire lumen and leading olive) had separated from the rest of the catheter at the trailing olive. O the trailing olive end was intact and not torn or ripped. The inside of the trailing olive had evidence of indentations from the polyimide guidewire lumen braid indicating that the leading end of the catheter had been bonded at the trailing olive. The polyimide guidewire lumen has a clean cut at the end. These observations indicate the polyimide guidewire lumen did not break. O the distal end of the polyimide guidewire lumen was flattened and curled. O there was a bend in the polyimide guidewire lumen at the proximal end near the leading olive. The gore® excluder® iliac branch endoprosthesis instructions for use (IFU) states: o do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter breakage or separation and reintervention resulting in potential patient harms. The reported observation was that the leading nosecone separated from the device. The findings from the evaluation are that the leading end of the catheter (both polyimide guidewire lumen and leading olive) was separated from the rest of the catheter at the trailing olive. The polyimide guidewire lumen remained bonded to the leading olive. The cause for the separation of the leading end of the catheter from the rest of the catheter body could not be determined with the currently available information.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient was treated for an abdominal aortic aneurysm. While implanting a gore® excluder® iliac branch endoprosthesis, the leading nosecone separated from the device. The device was removed and the nosecone retrieved. The physician was able to complete the procedure using a second gore® excluder® iliac branch endoprosthesis. It was noted that the internal iliac artery was very tortuous, and the physician feels that is the cause of the event. No resistance was felt while implanting or removing the first device. It will be returned for evaluation. The patient tolerated the procedure.